Event description:
It was reported that during a routine follow-up, device interrogation revealed an episode of svt stored on the device. The episode was produced by a double counting of t-waves caused by post-sensed t-wave oversensing. Programming changes were recommended. The patients condition was good before and after the event.